Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-200mg/dl fasting. Verified test strips expire 04/14/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 94mg/dl and 95mg/dl. Reviewed meter memory: (B)(6). The customer is concerned with all the result below 130mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-200mg/dl fasting. Verified test strips expire 04/14/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 94mg/dl and 95mg/dl. Reviewed meter memory: (B)(6). The customer is concerned with all the result below 130mg/dl no adverse event reported.